Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for several months they have been seeing a message on their controller that says the controller battery needs to be replaced when trying to charge their ins. Patient stated that it also takes 45 minutes to charge the implanted neurostimulator from 70% to 100%, and if they don't charge every night, their ins goes down to 30% or lower. Patient confirmed the controller charges well from ac power supply. Agent had the patient reset the controller and inspect the equipment for damage. Patient confirmed no visible damage to the controller port, battery compartment, or battery pack. Patient also confirmed no damage to the recharger antenna, cord, or pins. Patient confirmed the recharger is not loose/wiggly/difficult to plug into the controller port. Patient then connected the recharger and unlocked the controller but the controller continued to flash back and forth between 'connect' (13) and 'position' (14) screens. The issue was not resolved. A request was sent to repair to replace the recharger. Patient stated they are seen at (B)(6) but managing physician name asked unknown. Additional information was received from the patient when asked about the circumstances or changes that led to the issues with implantable neurostimulator (ins) depleting below 30% when not charged every night was that there was no changes tosettings and it was at b1. Patient said no steps were done she charged the ins every night most of the time. When they don't charge every night, they just have keep the charger longer. Patient said a new recharger paddle was sent and no change. Patient said that the issue is still not resolved.